Event description:
It was reported that bd alaris smartsite low sorbing secondary set was separated the following information was received by the initial reporter with the following verbatim . Verbatim: I have a unit that is having issues with a secondary set, mpn: 10014881, and it is having an impact on patients. The product has a lot number ending in ¿9236¿. Please advise if you have any product with another lot number that can secured for the unit. The spill occurred on feb. (B)(6) 2025. Lines were kept. Impact-cytotoxic spill on nurse.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
The customer reported issues and returned 3 used sets of material 10014881, lot 24109236. Upon initial visual examination, the sets verified the failures and were separated and in two pieces. Two of the sets were separated just below the drip chamber, and the third sample was separated at the male luer. In the third case, the male luer was not returned with the rest of the set. All 3 sets were examined under a microscope, and all 3 showed signs of insufficient solvent. The manufacturing plant found the root cause for the separation at the drip chamber to be related to solvent assembly process. No additional actions were taken since reported sku will be deactivated on march 10, 2025. The sku reported on this complaint is not planned to be produced at the original production site, and will be moving production to a new plant.